Event description:
The customer reported that the system intermittently locked up; forcing a reboot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.